Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the touchscreen was not responding correctly and would not pass calibration. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer requested for the part identification (ID) of the replacement touchscreen. The remote service engineer (rse) provided the customer with the part number of the replacement touchscreen for repair.

Manufacturer narrative:
H10: per good faith effort (gfe) response, the biomedical engineer (bme) stated that the replacement touchscreen was ultimately ordered for repair. Upon receiving the new touchscreen, the bme performed the replacement and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service.